Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the adu's was stuck on the carefusion screen and had been moving much slower than normal. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the adus were stuck at the carefusion screen and were running slowly. A technical support specialist (tss) deleted the 8.0 drivers and reinstalled the printer with driver version 5, but the printer continued blinking with the first three lights. The tss then reinstalled version 8, rebooted the system, removed printer entries from the registry, and attempted a fresh installation, but the same flashing persisted. A factory reset was performed with no change. A service order was created for the field service engineer (fse) attempted multiple reinstalls and reconfigurations without success. Finally, the fse installed and configured a new printer, and printing functionality was restored. The system functioned as intended after the technical support specialist and field service engineer repaired the device.